Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, infection, firm, puffy, fever, feeling hot and cold, lymphadenopathy and chest infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the cheeks (ck4) as well as botox to the glabella and frontalis. About a month later, the patient called the clinic having developed pain and mild swelling in their left cheek. Patient was asked to come in for a review as the patient maybe developing an infection. Patient had a bp of 107/67, hr 92, rr 92 and sats 100%. Patient's pain was a 4.5/10 even after taking panadol earlier. Upon review, the patient had normal sensation to booth cheeks. The left side felt slightly firmer and also appeared slightly puffier. The color and warmth was within normal parameters. Patient described the pain as a "post a bad bruise." Patient then mentioned having a chest infection the previous week which recovered without antibiotics. Patient was then prescribed antibiotics. Two days later, the patient called in noting they had developed a fever and the injection sites were swollen. Patient prescribed with additional antibiotics. Another 2 days later, the patient messaged the clinic noting they had gone to the hospital as they felt it had taken a turn for the worse. Patient had ultrasounds and x-rays done. Patient was sent home from the hospital and was advised that it was not an anaphylaxis reaction. Patient had potentially developed pocket of pus. At the hospital, the patient had fluctuating swelling which is quite obvious currently especially on left face anterior to parotid area. Patient occasionally feeling hot and cold. Patient also felt tight in face and neck. There were a few palpable nodes but patient was clinical well appearing. Patient was to continue with ciprofloxacin. X-ray results showed no abscess or collection demonstrated. Normal appearing parotid glands and bilateral reactive periparotid lymphadenopathy. Patient was discharged the same day and patient will see a doctor outside of the injecting clinic to have fillers dissolved.